Event description:
It was reported that pump usb port was broken and pump would not charge, ultimately, leading to the pump shutting down. There was no reported impact to the customer¿s blood glucose level. Customer was provided with replacement pump, and distributor awaited return of affected pump for further evaluation.